Event description:
It was reported that the iab had been in use for three days when the pump began to experience helium loss alarms. Since no blood was seen in the helium tubing, the physician decided to leave the iab in place. The following day the iab was removed due to continuing pump alarms. There were no patient complications.